Manufacturer narrative:
Unique identifier (UDI) #: (B)(4) a review of lot f1707502, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) was used following a cardiac catheterization procedure. The patient developed complications and was told that the mynx had failed. The "problems" were reported to have been life threatening.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) was used following a cardiac catheterization procedure. The patient developed complications and was told that the mynx had failed. The "problems" were reported to have been life threatening. No additional information is available at this time. If any medical records or additional information is received, it will be evaluated and processed accordingly. The product was not returned for analysis. Review of lot f1707502 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Should additional relevant information become available, a supplemental MDR will be filed.